Event description:
Beckman coulter inc., (bci) warehouse in taiwan reported that they received uric acid reagent and found that there are two bottles were leaking due to the breakage. No injury was reported on this issue.

Manufacturer narrative:
No additional information regarding this event was supplied. Note: since the 510k field is limited to a single 510k number, the full 510k information for this product is provided below: k883181/k970919.